Manufacturer narrative:
The technician found the brake linkage rod was broken. The technician replaced the brake/steer linkage to repair the bed.

Event description:
Information received indicates the foot end casters will not engage into brake.